Event description:
The patient underwent surgery to have their generator explanted and it was discarded after the surgery.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother called and reported that the patient was experiencing many adverse events that may be related to trauma to the site since implant. The mother reported patient has gi issues, ear pain, muscle pain in neck and shoulders, bladder issues, eye-clenching problems and the patient grabs her chest as if she is having chest pain. The mother thought the lead had been messed up by her son grabbing the lead and disrupting it. The patient was referred for surgery to explant or revise the vns. The mother later indicated that there was a knot under the skin at the neck. The neurologist imaged it and nothing obvious has been found to be the reason for the patient's issues. Diagnostics since the onset of these events were within normal limits. It should be noted that the patient's mother had alleged similar events on a similar timeline 2 years prior and the neurologist had indicated that they didn't believe it was related to the vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.